Event description:
It was reported that the tubing of a non-dehp high flow rate extension set was cracked below the collar on the proximal end of the extension set. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation inside a chemotherapy plastic bag. Visual inspection was performed, through the bag, which observed that the male luer lock adapter was separated from the tbg (tubing). The sample was not removed from the chemotherapy plastic bag for further evaluation. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.